Manufacturer narrative:
Follow-up #1 date of submission 09/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2012 with the following findings: a review of the black box indicated 29 occlusion alarms had occurred in a 5-day period, all which were confirmed within 45 minutes of the initial alarm. During testing, a rewind, load, and prime sequence was performed with no occlusion alarms occurring. The pump was exercised for 29 hours with no occlusions and no delivery issues. During investigation, a bolus was delivered with occluded tubing to test the occlusion alarm function, and an occlusion alarm was appropriately emitted. The complaint could not be duplicated during investigation. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the patient had been admitted into the ICU on the late afternoon of (B)(6) 2012 with a diagnosis of dka. The patient's mother reported the patient had an high blood glucose (bg) of 465 mg/dl and had symptoms of vomiting and shortness of breath. The patient was disconnected from the pump at the time she was admitted. It is not known what treatment received while hospitalized. At the time the reporter called, the pump's battery cap was loose. Per customer's support's request, the reporter tightened the cap and rebooted the pump. At the verify screen, the patient's mother reported that the pump's date and time had reverted to the default date and time. Review of pump alarm history revealed multiple occlusion alarms during boluses. During the call, it was noted that the patient's mother was able to do a rewind, load and prime and did not receive an occlusion alarm. The reporter was also able to perform a 5 unit air bolus without receiving an occlusion alarm. It was also noted that the reporter was able to manually prime tubing and cartridge with ease. No information regarding the condition of the patient's site was available. The patient's mother confirmed there were no visible bubbles in cartridge. Review of bolus history, revealed that all boluses had not been completed after an occlusion alarm had been received. Customer support also noted that information from patient's history revealed that the patient was wearing sites for 4 days, longer than recommended in the instructions for use. The patient's mother informed customer support that the patient had lost her job and did not have the money to pay for new supplies. This complaint is being reported because the patient was hospitalized with a diagnosis of dka while on insulin pump therapy. Based on the information provided, the patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to review her history and deliver the remainder of bolus when occlusion occurred. In addition the patient's hyperglycemia can also be attributed to not changing her supplies in a timely manner.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.